Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were offline. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2025 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drawers were offline. A technical support specialist had relaunched the cabinet, restored it to an online state, and confirmed the user was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.